Event description:
Surgeon was performing a lap assisted splenectomy - he took down the splenic flexure and the hand assisted device was placed midline through a 7 cm incision. The attached ligaments were divided and the bands of short gastrics were then divided with the laparoscopic linear articulator device. The first line was completed, the stapler stuck on the second line and required forceful opening causing splenic injury - with an estimated blood loss of 3.5 liters. The patient received seven units of packed cells postoperatively, is extubated and is expected to be discharged to a skilled rehabilitation after he recuperates.